Event description:
A user facility reported to olympus that during inspections of the olympus loaner evis lucera colonovideoscope, air/water supply was unable to pass smoothly through the scope nozzle. It was reported that foreign material was found clogged in the scope nozzle due to insufficient or incorrect reprocessing. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, scope nozzle clogged by foreign material, and angle was insufficient due to angle wires stretched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the mounting part of the "mh-946" injection tube was shaved when attached to the device, then fragments entered the a/w (air/water) channel and were caught in the nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): " operation manual_ preparation and inspection. Inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function". Olympus will continue to monitor field performance for this device.